Event description:
The customer called regarding the voluntary field notification letter, and stated that she has had no issues with the insulin pump. However, the customer wanted to report that she was hospitalized for diabetic ketoacidosis back in march of last year because of a bent cannula. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.